Event description:
It was reported that following implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to multiple unsuccessful conversion of arrhythmias during testing. X-rays were completed with confirmation of the electrode noted to be more superior than expected. The electrode was then repositioned, however a successful conversion was still not able to be obtained. This electrode was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. There were small cuts in the insulation of the electrode, however these were attributed to the explant procedure. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that following implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to multiple unsuccessful conversion of arrhythmias during testing. X-rays were completed with confirmation of the electrode noted to be more superior than expected. The electrode was then repositioned, however a successful conversion was still not able to be obtained. This electrode was subsequently explanted and replaced.. No additional adverse patient effects were reported.